Event description:
It was reported that lead was implanted and dislodged overnight. A lead repositioning was attempted, but the helix on the lead would not deploy after retracting. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.